Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was exhibiting variable high pacing impedance measurements, however no values were observed to be out of range. Oversensing causing pacing inhibition was also observed on the right atrial channel. The patient had experienced lightheadedness due to this pause. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was exhibiting variable high pacing impedance measurements, however no values were observed to be out of range. Oversensing causing pacing inhibition was also observed on the right atrial channel. The patient had experienced lightheadedness due to this pause. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.